Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Per complaint details the most likely cause was a "bumped reference frame." The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement.

Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016, a medtronic representative, following-up at the site, reported that after using a perforator to drill the access hole, the surgeon noticed he had struck a vessel that he had previously worked around in his planning and thought navigation was inaccurate. The surgeon verified landmarks after draping, however, after drilling the hole noted inaccuracies and opted to abandon the navigated biopsy and convert to an open biopsy. On 04/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged being inaccurate approximately 1 centimeter. Direction of the alleged inaccuracy was not provided. The medtronic representative noted that the site may have bumped the reference frame. The surgeon converted the biopsy to an open procedure after more than expected bleeding occurred, however, this was reported to have nothing to do with navigation. The surgeon discontinued the use of the navigation system to continue and completed the procedure successfully. There was no delay of therapy reported.